Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on april 2, 2019. (B)(4).

Event description:
Per the clinic, it was reported that the patient underwent revision surgery (date not reported), in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture. Additional information has been requested; however, this has not been made available as of the date of this report.